Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the lens tore. The surgeon enlarged the incision to remove and replace the lens with another same type lens, and used a suture to close the incision.

Manufacturer narrative:
Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.